Event description:
During an ercp procedure, the physician used a wilson-cook memory soft wire basket and a soehendra lithotriptior handle and cable. The basket was advanced and could not retrieve the impacted stone. The user reported the stone to be large in size. At this time, lithotripsy was performed. During lithotripsy, the basket wires broke. The pt was sent to surgery for removal of the stone and the remaining portion of the basket wire. After surgery, the pt's condition was reported as good.